Event description:
It was reported that product performance data was reviewed and classified as noise and inappropriate detection. It was further reported that the device detected an episode of ventricular fibrillation (vf) due to oversensing; however the investigator classified the event as sinus rhythm/paced rhythm. The device detected two episodes of fast ventricular tachycardia (fvt); however the investigator classified the events as atrial flutter (af). The device detected an episode of monitored ventricular tachycardia (vt); however the investigator classified the events as af. The investigator commented on this episode, rapidly conducted af- therapy initially withheld due to vt monitor. Rate accelerated and detected as fvt limit leading to therapy delivered. Successful cardioversion to normal sinus rhythm (nsr). The device detected three episodes of supraventricular tachycardia (svt); however the investigator classified two events as junctional/nodal tachycardia and the other as atrial tachycardia (at). The right ventricular lead and device remain in use. The patient was enrolled in the block hf clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965, implantable tachy lead, (B)(6) 2007; 4076 x 2, implantable pacing leads, (B)(6) 2006. (B)(4).